Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the devices have been received for investigation. The only available information is the referenced journal article. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Reported event: patient identified to have coagulase-negative staphylococci infection 4 months after rtsa. Obesity and insulin-dependent diabetes were her risk factors. She was treated by a 2-stage revision with debridement and interim cement spacer implantation and, finally, by revision rtsa. Received data: journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery. Trend analysis: not possible to perform, as no reference number was available. DHR: as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of product documentation IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Due to poor compliance." Root cause analysis: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has not been reviewed because the lot was unknown. However, it can be with high probability excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product families (anatomical shoulder stem and anatomical shoulder glenoid head). Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that 4 complications happened on different patients that received an anatomical shoulder glenoid head. According to the article, one of the patients had coagulase (B)(6) infection 4 months after implantation. Obesity and insulin-dependent diabetes were risk factors. She was treated by a 2-stage revision with debridement and interim cement spacer implantation and, finally, by revision. Implant and explant dates are unknown. Journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery.